Event description:
Patient presented with a left calcaneus fracture underwent an open reduction internal fixation (orif) on (B)(6) 2013 and hardware was implanted. Reportedly on (B)(6) 2013, the patient fell consequently re-fracturing the calcaneus. It was reported the screws pulled through the bone. During the patients first visit, radiographs taken on an unspecified date revealed the three screws failed to hold the fracture fragment in place with superior migration of the fragment. Patient was returned to the or on (B)(6) 2013 for revision surgery. The screws were removed and the washer remains implanted within substance of the achilles tendon. Post operative care included an ap splint from (B)(6) 2013 until (B)(6) 2014 and non-weight bearing; short-leg cast, non-weight bearing from (B)(6) 2013 to present. This report is for three (3) unknown 3.5mm cortical screws. This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.